Event description:
Reporter alleged he obtained a result of 160 mg/dl on the advantage system took normal oral diabetes medications before going to the hospital for a non-diabetes related procedure 1-2 hours later. It was stated, when arriving at the hospital, glucose measured 40 mg/dl and he was treated with glucose IV for 1/2 hour before glucose increased. Reporter indicated not experiencing any hypoglycemic symptoms during the time of the testing and had been taking add'l oral glucose diabetes medication due to blood glucose readings being higher recently. The test strips being used at the time of the alleged incident were reportedly expired. A request was made for the return of the suspect device and replacement product was sent.